Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer was made aware. D6b: explant date: two months ago from the aware date.

Event description:
It was reported that the patient developed an infection. The patient underwent an explant procedure.